Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise oversensing, loss of capture in the bipolar configuration, low pacing impedance, and insulation breach on the right ventricular (rv) lead. On (B)(6) 2021. The physician elected to cap and replace the rv lead. The patient condition is stable.